Event description:
It was reported that during a lap gastric bypass procedure, the generator, gen11, alarmed for "relax pressure on blade", so they did. They activated the blade again and the alarm was "remove from patient". They did so, and activated again and then it said "tighten assembly", so they did, but then it alarmed or "instrument error detected". They re-assembled but still the same error. Another device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the device had stopped activating, displaying several alert messages. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off.